Event description:
Report received of an over-delivery. The pump was programmed to deliver 1860mls of tpn at a rate of 77ml/hr (24 hours) on the primary line. The infusion began in 2002 at 19:15. The first tpn infusiion was completed the following day at 15:05 (20 hours and 10 mins) and a second tpn infusion was begun. The second infusion completed the next day at 14:30 (23 hour and 25 min) and the third tpn infusion was begun. The third infusion was reportedly completed the following day at 09:45 (19 hours and 15 min). The customer contact reported this was 4 hours and 45 mins early. There were no audible alarms reported. The pt's blood sugar was 180mg/dl. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further information was available.